Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that the insulin pump was alarming failed battery test. Customer stated they are treating with manual injections and that they attempted to replace with new batteries but that it did not resolve the problem. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated display returned. Advised customer device is functioning properly and to monitor. Customer's blood glucose level was 427 mg/dl at time of reporting. Nothing further reported.